Manufacturer narrative:
Device was initially received for the complaint that there was a problem with cassette. During investigation found the damaged dso seal which is likely caused by the dso sensor. This malfunction makes the event reportable. Review of event log/alarm history found that the high alarm displayed "cassette not attached properly". There was no 12-month service history reported. The visual and functional testing was performed. It was found that damaged dso (downstream occlusion) seal, broken battery compartment, loose latched locked mechanism. The most likely cause of the report error is dso sensor and replaced dso sensor to resolve report error. The device passed all functional tests after the repair.

Event description:
It was reported that there was a problem with cassette. During investigation found the damaged dso seal which is likely caused by the dso sensor. This malfunction makes the event reportable. There are no patient involvement and adverse event reported.